Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, peeling (floating) of the curved rubber adhesive part recognized, curved rubber bond cracked, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, and scratches on the insertion tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis eus ultrasound gastrointestinal videoscope, exhibiting no ultrasound image, and connector part was found flooded. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined. The event can be prevented by following the instructions for use which state: "delivery of the endoscope in-hospital transport note : if the endoscope is to be transported, the scope jacket should be held firmly. Retaining only the universal code and stress boot may damage the endoscope." Olympus will continue to monitor field performance for this device.